Manufacturer narrative:
Medtronic investigation of returned suspect charger 1 was unable to replicate the reported issue. Charger board successfully passed bench testing with all outputs being within the specified range. Visual inspection passed. Installed charger board 1 in test imaging system and the system charged, and operated as expected. No audible arcing sounds were noted. No problem found. Medtronic investigation of returned suspect charger 2 was unable to replicate the reported issue. Charger board successfully passed bench testing with all outputs being within the specified range. Visual inspection noted many leaking capacitors. Installed charger board 2 in test imaging system and the system charged, and operated as expected. No audible arcing sounds noted were noted, however there is a pronounced hissing from capacitors. Leaking capacitors; no functional problem found. Medtronic investigation of returned suspect pleora was unable to replicate the reported issue. Installed pleora box on test imaging system and the system functioned as expected. No issue with image quality was noted in either 2d or 3d mode. No problem found. The reported issue was unable to be replicated by a medtronic representative.

Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced charger 1, charger 2 and the pleora. The rep also adjusted gain calibrations, added hydraulic oil to the system, and tested image production and system operations. The imaging system passed the system checkout and was found to be fully functional. The pleora and battery chargers were returned to the manufacturer and are currently under analysis.

Event description:
A medtronic representative reported that the site is getting a crackling sound when they take an exposure. There was no patient involved with this concern.